Event description:
The customer called to report that the pump did not alarm when the reservoir was empty. The customer must have run out of insulin the night before and in the last part of the day noted that the reservoir was empty. The customer declined to troubleshoot the pump for the absence of the alarm. Advised the customer to disconnect from the pump and reverted to back up plan of manual injections. The customer treated the high bg with a manual injection.